Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The device did not respond to the lid opening or closing but could still be powered on using the on/off switch. The root cause is determined to be the reed switch in the lid. The customer received a replacement device.

Event description:
The customer contacted stryker to report a non--critical issue with their device. During evaluation it was found that the device did not turn on when the lid is opened. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.